Event description:
It was reported that when using the bd pyxis anesthesia system drawer 3 failed, preventing users from accessing medications. This incident did not result in any delays in patient care, since medications were pulled from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a failure in drawer 3 that prevented recovery. A field service engineer replaced the fsp bowl to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.